Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. A supplemental medwatch report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis nurse reported the patient was hospitalized on (B)(6) 2014 with a diagnosis of peritonitis. He had been experiencing pain in the ribs from a fall at home on (B)(6) 2014, shortness of breath, and complaints of "fluid leaking in his abdomen". He "thought he had an infection". Nurse advised patient to go to emergency room and patient was admitted for peritonitis and treated with antibiotics. The nurse reported the cause of the peritonitis was the patient accidentally disconnected his extension set from the dialysis tubing. Patient was discharged on or about (B)(6) 2014 and followed up with dialysis clinic for further antibiotic administration. This patient is reported to be having increasing difficulty with managing his peritoneal dialysis treatment at home and having a history of falls.